Manufacturer narrative:
Investigation results: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received two photographs and fifty-seven 18g x 1.16in insyte autoguard device from lot 3032975. First, we took reviewed the images. The first image displayed the top-web and no damage is observed. The second image displayed the needle retracted in the barrel. The needle cover is present and there is a red circle indicating where the potential foreign matter (fm) is located. Closer observation demonstrates an outline of a small area that is white or translucent in color and overlays the needle cover. The reported issue of foreign matter was confirmed with the second image. Next the fifty-seven units were evaluated. Three of the units were unsealed and the remaining fifty-four were sealed. The three opened units all had the needle retracted. There was no physical damage observed on the unsealed units and as well as on the fifty-four sealed ones. The returned units provided for evaluation met and performed per the required manufacturing specifications. As the foreign matter was confirmed with image 2, the root cause could not be determined, and the foreign matter could not be identified. It could not be determined if the foreign matter resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.

Event description:
It was reported that 57 of the bd insyte¿ autoguard¿ shielded IV catheter 18ga 1.16in (1.3 x 30 mm) experienced foreign matter. The following information was provided by the initial reporter: unknown particle in catheter was reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.